Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors and the distal conductor had blood/body fluid (not obstructed). The inner insulation was breached cut. Visual analysis noted the lead had apparent explant damage.

Event description:
It was reported that the lead had poor thresholds. The lead was explanted and was replaced with a new lead into a new location. No patient complications have been reported as a result of this event.